Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was leaking oil. Therefore, the reported condition was confirmed. It was determined that the device was missing filters and the hose had been tampered with a non anspach property that was attached to the hose. The assignable root cause was determined to be due to component damage caused by misuse and abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during preventative maintenance, it was observed that the motor device was leaking oil. The device was not used in surgery and there was no patient involvement. . There were no delays in the surgical procedure and an identical spare device was not available for use. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.